Manufacturer narrative:
B3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patients leads exhibited high impedances on most of the contacts and unable to receive effective therapy. As such surgical intervention was undertaken wherein both the leads were explanted and replaced with new leads, thereby restoring effective therapy.